Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing crossed clips on the first and second firing. They continued to use the device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. The batch record was reviewed and no anomalies were noted during the manufacturing process.